Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route and frequency not reported). It was reported that the patient was using a manual bag daily as part of treatment for the event. At the time of this report the patient was recovering from the event and treatment was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.